Manufacturer narrative:
There were three possible lot number provided by the facility. The associated UDI numbers for them are: (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Communication with the facilitys clinician and a site visit by 2 edwards clinicians with 2 of the pediatric ICU clinicians occurred in (B)(6) of 2021. This facility has been using vamp jr for over 10 years. It was verified that the occurrences of detachment of the vamp jr. Tubing occurred approximately 6 months ago and no further incidents have occurred since at this facility. One occurred before use out of the package and the other 5 occurred during use. The clinicians at the facility could not remember the exact details of patient demographics but they did say that the instances occurred in the ICU with pediatric patients. These patients had an arterial line in place with the vamp jr to allow for blood draws and attached to disposable pressure transducer (dpt) to measure blood pressure. The clinician walked into the room and noted that the vamp jr had become detached. The way their system is set up, if the vamp jr detached, a pressure drop would trigger an immediate damped waveform and subsequent alarm on the monitor to alert the clinician to assess the patient and troubleshoot. Alcohol prep pads are used only on the blood sample site, not on any of the tubing. Blood draws occur at minimum of 4 times per shift. The vamp jr and dpt set are changed out every 96 hours per hospital protocol. There was no correlation noted between the detachment events and staff on duty. Detachment of tubing on the vamp jr has the potential to cause blood loss but in all cases there was no blood loss, additional intervention performed or patient injury reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. A CAPA has been open to further investigate, identify root cause(s) and mitigate them. A product risk assessment was performed with a subsequent fca (res 87993) initiated. Additional reportable events related to this incident have been reported under MFR# 2015691-2021-02157, 2015691-2021-02156, 2015691-2021-02308, 2015691-2021-02309 and 2015691-2021-01863.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One vamp jr system was returned for evaluation. Dry blood was visible inside the system. The reported event of leakage was confirmed. The pressure tubing had been completely detached from bond joint with vamp jr proximal stopcock. Indication of bonding material was evident on tubing bond surface area. Tubing od, measured near the point of detachment, was within specification. Further investigation has been assigned. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while using this vamp jr., with a patient, there was a detachment issue. No force was applied to make it break, however it snapped and started leaking. Upon inspection was found to have a leak in seal that broke. No patient complications were reported. Patient demographics are not available.